Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative reactions of jk(a+) red blood cells when tested with seraclone anti-jk(a). The customer returned the supposedly defective product for investigational testing but not the specimens that caused the false negative reactions. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions of jk(a+) red blood cells with blood grouping reagent seraclone anti-jka (jk1). The customer stated that they use jka+ panel cells as positive control. The customer could not provide the information which panel red blood cells were used for testing (manufacturer unknown). The customer returned two vials of the supposedly defective product seraclone anti-jka for investigational testing but not the panel cells that had caused false negative test results. Additionally the customer returned two vials each of blood grouping reagent anti-jk(a) lot #8729070-01 and lot #8742050-01. Our quality control laboratory tested the customer's seraclone anti-jka complaint sample as well as the retention samples of all three lots. The potency was checked as well as the positive and negative specificity. The minimum potency of 1:8 was exceeded. The positive and negative specificity was tested with donor red blood cells and panel cells of two different manufacturers. Strong positive reactions were yielded with all jka+ red blood cells and panel cells. In summary all three batches reacted comparable. All results of qc testing were conclusive. No weakening and discrepant results were observed and all acceptance criteria were fulfilled. The complaint of the customer could not be confirmed. Testing in our quality control laboratory demonstrated that the complaint sample of blood grouping reagent seraclone anti-jka (jk1) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.